Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacture's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 023. They had suffered from a complicated post-operative course and required a tracheostomy and percutaneous endoscopic gastrostomy. The patient experienced cardiac arrest and was resuscitated, but they continued to deteriorate. The patient's family ultimately decided to transition the patient to comfort care.